Event description:
Removed a dialysis catheter the other day and the cuff came off the catheter with minimal traction.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.